Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation was not able to confirm the customer failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had a b31 communication problem error. The issue occurred during unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.